Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lung resection at the 1st firing of segmental resection of lung, the surgeon re-clamped the tissue repeatedly, but could not open the jaws. The surgeon then pushed the blue button and the silver button at the same time and tried to return the jaws to the initial position. However the status was the same. The surgeon then resected pulmonary parenchyma of the cartridge region by the electrosurgical knife. Replaced by another handle and a new cartridge, and the additional resection was completed. Some staples appeared from the staple pockets of the cartridge in question. It was caused by using the manual adapter tool in a counter rotation. The cartridge was not fired at all. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.